Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that pre flushing the PICC there was a leak at the t port on the wire. Additional information received (B)(6) 2023: the event did not involve an urgent situation. It was discovered during routine PICC insertion when the port was flushed. The event delayed the procedure time, and the inserter (a year experience) was a little bit shaken because of danger of air embolism when there's air coming in when flushing but nothing happened to the patient. The catheter was just replaced.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope of a known issue.

Event description:
It was reported by customer that pre flushing the PICC there was a leak at the t port on the wire. Additional information received 11/14/2023: the event did not involve an urgent situation. It was discovered during routine PICC insertion when the port was flushed. The event delayed the procedure time, and the inserter (a year experience) was a little bit shaken because of danger of air embolism when there's air coming in when flushing but nothing happened to the patient. The catheter was just replaced.